Event description:
The customer reported that the pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support arranged to replace the pump and instructed the customer on returning the damaged one. The customer was advised to use multiple daily injections (mdi) as a backup to ensure insulin delivery continued without interruption.